Event description:
Baxter (B)(4) received a report that a seven-day infusor had no flow during patient use. The device was filled with a solution of fluorouracil and saline. This condition has the potential to interrupt therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing solution in the reservoir. The reported condition of no flow was not confirmed. Visual examination of the sample showed no signs of physical abnormality. Flow was readily observed at the luer. The solution in the bladder was allowed to drain until emptied. An accuracy flow test was performed on the sample for 150 hours. At the end of the flow test period, the unit produced the following flow rates: calculated flow rate = 1.44 ml/hr, normalized flow rate = 1.47 ml/hr, specification range = 1.35 - 1.65 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. No root cause was identified. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.